Event description:
Reporter indicated that pt was experiencing 'severe choking' during device stimulation cycles. It was reported that treating neurologist reduced programmed settings, but that the pt continued to experience the choking. The pt has experienced the choking sensation for several months with increased severity over the past 3-4 weeks. Further follow-up revealed that both the lead and generator were explanted, presumably due to the pt's choking issues. Report is incomplete because no response has been received to manufacturer's requests for additional info from treating neurologist.

Event description:
The patient's choking sensations have resolved since the vns system was explanted. The physician reported that the choking sensations were related to the vns stimulation. The pulse generator was analyzed. Product analysis summary: there were no visual anomalies identified or observed. The pulse generator is operating within designed limits, meeting the manufacturer's final electrical test specifications. The concomitant device (lead) was also analyzed. Product analysis summary: the condition of the returned portion of the lead is consistent with conditions that typically exist following an explant procedure. The lead pin showed evidence of a proper mechanical and electrical connection as expected. No anomalies that could have resulted in dysphagia were identified on the lead portion returned.